Manufacturer narrative:
H3 other text : analysis by third-party.

Event description:
The manufacturer became aware of an allegation of simplygo mini and the patient alleges that the device showed an error code e-004 that meant that there is an error/technical problem in the device primary alarm. A device was returned to a third-party service center. During the evaluation of the device, they found out that the complaint was confirmed, the sieve beds blown, the solenoid was intermittent, the regulator was damaged, pca board has non-stop alarming, flow meter was cracked, and power cord was smashed. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.